Event description:
Repeated "raise bag" alarms on pt receiving hydration through pump with tubing. Pump changed, tubing changed, same alarms. Ended situation by changing pumps to another MFR's pump and tubing.